Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery depleted suddenly from 75%-5%. The customer plugged the pump in to charge. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer would attempt to continue use of the current pump but also had manual injections available for alternate insulin therapy.